Event description:
It was reported via repair work order that the cot has a bent crossbar, a missing cross tube spacer, a bent upper release link, and torn lift here labels. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
This is a duplicate of MFR report # 0001831750-2013-04047. The serial number (B)(4) and catalog number 6080000000 reported for this complaint were accidentally submitted into the complaint handling system twice for the exact same complaint instance. Please refer to MFR report # 0001831750-2013-04047 for full reporting of serial number (B)(4) and catalog number 6080000000 for this complaint.

Manufacturer narrative:
This is a duplicate of MFR report # 0001831750-2013-04047. The serial number (B)(4) and catalog number 6080000000 reported for this complaint were accidentally submitted into the complaint handling system twice for the exact same complaint instance. Please refer to MFR report # 0001831750-2013-04047 for full reporting of serial number (B)(4) and catalog number 6080000000 for this complaint.